Event description:
The customer reported via phone call that the insulin pump alarmed motor error during bolus deliveries and sustained a crack as well. The customer did not know the blood glucose reading. The customer did not observe any significant events leading to the alarm. The customer stated that she had not received a motor position encoder error alarm, nor had the insulin pump been exposed to a strong magnetic field. The customer was unable to complete the rewind sequence. She stated that the crack as at the front of the insulin pump running from the esc button to the reservoir compartment. She did not know how the damage occurred. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.